Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-op diagnosis: degenerative disk disease c6-7 below previous c5-6 fusion. Right clinical c7 radiculopathy. Procedures: smith-robinson anterior cervical discectomy, excision of posterior longitudinal ligament, wide foraminotomy of c6-7. Smith-robinson anterior cervical interbody fusion with rh-bmp-2, autograft, platelet-rich plasma matrix c6-7. Implantation of interbody plate and cage fixation of c6-7. Removal of previous screw and partial plate fixation of plate, c5-6. Somatosensory evoked potential monitoring. As per-op notes: ¿¿the appropriate sized cage was packed with rh-bmp-2 prepared per the manufacturer¿s specification on collagen sponge and impacted into the disk space with the bone morphogenic protein. The patient was taken to the recovery room in stable condition¿..¿ on (B)(6) 2013: patient presented with the following pre-op diagnosis: pseudoarthrosis of prior anterior cervical discectomy and fusion (acdf), c6-c7. Acute cervical disk herniation, c7-t1 left. Procedures: posterior cervical fusion with allograft, autograft and bmp, c3-t3. Posterior cervical facet fusion with bmp and allograft putty, c3-c4, c4-c5, c5-c6, c7-t1, and t2-t3 bilaterally. Posterior cervical-thoracic instrumentation with lateral mass screw-rod fixation, c3-t3. Partial hemilaminectomy, c7-t1 left with cervical microdiskectomy, c7-t1 left. Spinal stereotaxis with 3d image guidance using o-arm and stealth system. Operating microscope. Harvest of local autograft bone (laminectomy chips) for use as a fusion material. As per-op notes: ¿¿¿¿a medium kit of bmp was brought onto the field. Bmp solution was applied to the carriage sponge, which was cut into several small pieces. A posterior onlay-type fusion was preformed using a mixture of bone graft and a few remaining strips of bmp-soaked collagen sponge. A very robust fusion mass was created. Patient was taken to recovery room in the stable condition¿¿..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.